Event description:
A nurse reported that she drew am labs on a pt in the micu and was splattered with blood as the blue valve pushes back with a strong force when the syringe is disconnected. Small drops of blood landed on the nurse's face, scrubs and badge. There was no user harm or medical intervention.

Manufacturer narrative:
(B)(4). The product will not be returned. The customer stated the set was discarded. The customer's report of blood spattering as the syringe is disconnected could not be confirmed. The root cause of this failure was not identified.